Manufacturer narrative:
A ge svc rep performed an on-site investigation. A bad connector was found at the main computer. The connector was repaired. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the sys would not boot. The ge oec svc engineer found a bad connection at a cable connector for the main computer. After repairing the connector, the sys was tested and it operated as intended. There was no injury reported, however, if the event were to reoccur, it could result in a delay in treatment or diagnosis.